Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix could not extend due to drive shaft lug stuck behind the retraction stop. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the sensing dropped on the right ventricular (rv) lead shortly after the initial placement. The physician retracted the helix and attempted to reposition the lead; however, the helix would not extend. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.